Manufacturer narrative:
The field service engineer found the sample probe had gel covering the tip. He replaced the sample probe and ran diagnostic without errors. The customer ran qc which passed. The analyzer alarm trace contained sample clot detection and sample probe abnormal aspiration alarms. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable calcium result from the cobas pro c 503 analytical unit. The initial result was 5.5 mg/dl and was reported outside of the laboratory. Due to a critical data flag and a delta check, the sample was repeated. The repeat result from the same sample was 8 mg/dl. A new sample was drawn from the patient and the result was 8.05 mg/dl and was believed correct. The reagent lot number was 661077. The expiration date was requested but was not provided.